Event description:
Customer alleged blood glucose results of 438 mg/dl, 139 mg/dl, and 133 mg/dl when testing was performed back-to-back on the advantage system. The customer reported feeling as if his blood glucose were falling; no treatment or action was reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.